Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that two weeks after a 3.5 x 15 mm promus stent [unk rx or otw] was implanted in the left cx, the patient was experiencing chest pain with st-segment elevation. The patient was diagnosed with an occluded cx stent site, which was successfully recannulized with significant thrombus by report. The patient was treated with continuous IV integrilin and intravenous heparin, and balloon angioplasty was performed. The patient was then transferred back to the initial cath lab. In view of the angiographic appearance, the decision was made to implant a 3.0 x 12 mm promus to cover the questionable area of distal stenosis/dissection. At the conclusion of the procedure, the area appeared angiographically normal with a timi grade 3 flow. No thrombus was seen and the patient was pain free at baseline EKG. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
Results and conclusions summation - thrombosis, angina and dissection, as listed in the promus IFU are a known risks associated with coronary stenting. It should be noted that the IFU states "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention. "It is likely that the angina and st-segment elevation are as secondary effects of the thrombosis and dissection which resulted in ptci and hospitalization. However, a conclusive root cause for the reported patient effects cannot be determined.